Manufacturer narrative:
(B)(4). Cardiohelp (serial number (B)(4)) was received by the maquet (B)(4) service center for repair. Per service report (B)(4), the touch panel was replaced. (B)(4).

Event description:
On (B)(6) 2012, it was reported that cardiohelp (serial number (B)(4)) touch panel had calibration issues at least 3 times within the past couple of months. After re-calibration it works fine again for a while. Previously, the calibration lasted 2 weeks and then the touch calibration was out of tolerance again, which required the unit to be recalibrated. No message appears. The unit will only work after the calibration is performed in the service mode. (B)(4).